Event description:
The customer reported that the numbers did not show on the screen while priming. Troubleshooting was performed. Instructed the customer to remove the reservoir to prime, but the device did not alarm no delivery and the motor did not move. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the operating currents were within specifications, and the device passed the displacement test. The motor was tested outside the device and passed. The insulin pump was received with missing end cap and scratched display window. Further testing could not be performed due to the motor error alarm.